Manufacturer narrative:
This follow-up report is submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. .

Event description:
No further event informed is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint cmp (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00097. Concomitant medical products tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 159900 unknown mandible screw, part# ni, lot# ni unknown fossa screw, part# ni, lot# ni. Reporter: patient

Event description:
It was reported the patient is experiencing unspecified issues with temporomandibular joint implants on the left side fourteen (14) years following implantation of bilateral temporomandibular joint implants. The patient reports that they will undergo a cat scan. Attempts have been made and no further information has been provided.